Event description:
This lead was explanted and replaced due to impedance readings greater than 2500 ohms. The lead was found knotted and kinked inside the pocket. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at approximately 14.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coils were found fractured in this area. These findings can be considered as the root cause for the observed high impedance mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.